Event description:
Initial (B)(4) 2022: this serious medical device incident received via email refers to a female consumer who was activating the compound w nitrofreeze for her son. Upon initial activation the contents of the product expelled causing the cap to fly off...narrowly missed hitting my son in the face. Three attempts were made to obtain additional information (15-aug-2022, 17-aug-2022, 22-aug-2022) with no response from the consumer. Meddra version 25.0. Expectedness: device physical property issue. According to the company reference safety information.

Event description:
Initial (14-aug-2022): this serious medical device incident received via email refers to a female consumer who was activating the compound w nitrofreeze for her son. Upon initial activation the contents of the product expelled causing the cap to "fly off...narrowly missed hitting my son in the face." Three attempts were made to obtain additional information (15-aug-2022, 17-aug-2022, 22-aug-2022) with no response from the consumer. Meddra version 25.0. Expectedness: device physical property issue. According to the company reference safety information.